Event description:
Rptr was being treated for a sprain to 5th thoracic area on back. During the course of these treatments rptr began to develop hard lumps along both sides of their spine. Rptr was doing light lifting exercises during these treatment sessions as well. The ultra sound "cooked the muscle tissues in their back." The lumps that developed cause rptr chronic pain whenever they attempt to use both arms to do routine work. Rptr has to stop whatever they're doing for the rest of the day and lay on hot or cold packs or use some other technique to relieve the tension. The knots prevent rptr from engaging in normal everyday activities for any length of time and have further disabled her.